Manufacturer narrative:
The reported event was confirmed as design-related. The visual inspection of the case label in the photo received, for product tr23652l12 noted that the product description stated "bardex i.c. Latex foley catheter with bard hydrogel and bacti-guard silver alloy coating, standard length, (236512uks), preconnected to a 2000ml bardia leg bag (b2000), 1 pair leg straps." According to the end item/product structure for product tr23652l12, this tray was packaged with a bardia beg bag and not a bardia leg bag. The product description in the end item/product structure for product tr23652l12 stated "bardex® i.c. 12ch silver alloy with hydrogel coated (standard) catheter pre-connected to 2000ml bardia bed bag." Upon inspection of the unit label inserted into each product tr23652l12, it was noted that the product description stated "bardex i.c. Latex foley catheter with bard hydrogel and bacti-guard silver alloy coating, standard length, (236512uks), preconnected to a 2000ml bardia bed bag (b2000), 1 pair leg straps." Therefore, only the product description on the case label was incorrect by stating bard leg bag instead of bardia bed bag. Although the case label stated the tray was packaged with a bardia leg bag, the tray was actually packaged with a bardia bed bag and the rest of the tray components were found correct. (B)(6) was opened to correct the case label. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "statlock® foley catheter stabilisation device kit uro-prep® tray with: 2 - latex-free, powder-free gloves; 1 - apron; 1 - fenestrated drape; 5 - gauze squares (7.5 cm x 7.5 cm); 1 - underpad; 1 - 10 ml syringe, filled with water soluble lubricating gel; 1 - 10 ml syringe, filled with sterile water (only for inflating the catheter); 1 - 10 ml syringe, empty (only for deflating the catheter); 2 - 10 ml syringe, filled with sterile water (for cleansing purposes only). Inflate with 10 ml sterile water. Contents of inner wrap are sterile unless package has been opened or damaged do not use if package is damaged. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws, regulations, and policies. Keep away from sunlight. Do not store at freezing temperatures, keep at room temperature away from direct exposure to light, preferably in original box. Consult instructions for use: caution, consult accompanying documents. This is a single use device. Do not resterilise any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Contains or presence of phthalates: (2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Open outer white wrapping to prepare sterile field and place underpad beneath patient, plastic side down. If patient has a catheter in-situ to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. Wait at least 30 seconds for deflation. If permitted by local protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by local protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Put on gloves, cover patient with fenestrated drape with open exposing location where catheter will be inserted, and place the apron on yourself. Using the two (2) syringes, marked ¿for cleansing purposes only¿, dispense the water onto three (3) gauze squares. Prepare the patient by wiping down the catheter insertion site with the saturated gauze squares. Dry patient with the remaining two (2) gauze squares. Note: do not use this syringe to inflate the catheter balloon. Prepare the lubricating gel syringe by removing the cap from the syringe tip. For easing with the insertion of the catheter into the patient dispense the lubricating gel into the urethra (according to local protocol). Remove top tray and open plastic pouch (sleeve) surrounding the catheter. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water - 10 ml. Attach statlock® foley stabilisation device to the bifurcation (y-shape) of the foley catheter (statlock® foley stabilisation device can be used for up to 7 days) and apply. (Refer to the instructions for use provided with the statlock® foley stabilisation device pouch for more details). If the procedure pack includes a leg bag, utilise the leg straps provided to secure the leg bag to the patient¿s leg, making sure not to affect circulation or drainage of urine. Ensure catheter and drainage bag tubing is kink free and drainage bag is positioned below the bladder to ensure urine is flowing freely. Periodic inspection of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, further investigation should be taken in line with local protocol. Instructions for use for the needle-free sampling: kink the drainage tubing at a minimum of 5 cm below the sampling port. Wipe the surface of the port with an alcohol swab. Using an aseptic technique, position the syringe (luer slip tip only) in the centre, perpendicular to the surface of the port, and then press the tip of the syringe into the sampling port. Aspirate the desired volume and then remove the syringe. Wipe the surface of the port with an alcohol swab. Unkink the tubing and send the correctly labelled specimen to the laboratory." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a labeling problem was identified. The bard representative liaised with bard marketing, as they determined an error on the outer labeling of the foley tray. The labeling stated "leg bag" in the description, instead of "bed bag". The labeling department reviewed, and determined that there were 6 labels that appeared to be affected. They are as follows: (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a labeling problem was identified. The bard representative liaised with bard marketing, as they determined an error on the outer labeling of the foley tray. The labeling stated "leg bag" in the description, instead of "bed bag". The labeling department reviewed, and determined that there were 6 labels that appeared to be affected. They are as follows: pk7635631, tr23652l12, 5 units variable case label, pk7635632, tr23652l14, 5 units variable case label, pk7635633, tr23652l16, 5 units variable case label, pk7635637, tr23692l12, 5 units variable case label, pk7635638, tr23692l14, 5 units variable case label, pk7635639, tr23692l16, 5 units variable case label.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a labeling problem was identified. The bard representative liaised with bard marketing, as they determined an error on the outer labeling of the foley tray. The labeling stated "leg bag" in the description, instead of "bed bag". The labeling department reviewed, and determined that there were 6 labels that appeared to be affected. They are as follows: (B)(4), tr23652l12, 5 units variable case label; (B)(4), tr23652l14, 5 units variable case label; (B)(4), tr23652l16, 5 units variable case label; (B)(4), tr23692l12, 5 units variable case label; (B)(4), tr23692l14, 5 units variable case label; (B)(4), tr23692l16, 5 units variable case label.